Manufacturer narrative:
Update: d9, h3, h6. Correction: follow-up report submitted to document the device was not available for evaluation.

Event description:
The product was found broken at receipt. The procedure was completed successfully without a delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
D4: please note, a full UDI is not available as the lot number is not known.

Event description:
The product was found broken at receipt.